Event description:
When nurse was de-accessing the safety did not engage exposing her to potential needle stick. Manufacturer response for bard power loc max, power loc max (per site reporter): will pick up for testing.